Event description:
Fracture of the infusaport catheter. Fracture occurred beneath the clavicle and the distal portion embolized into the right side of the heart. Retrieval conducted via transcatheter from the right atrium. Removal of the infusaport via conventional surgical procedure.